Manufacturer narrative:
Submit date: 6/27/2018; the incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: on arrival to the dccm post-op cardiac bypass surgery, the altitude chest drain was placed on -20cmh20. The drain commenced bubbling constantly throughout inspiration and expiration on a ventilated patient. Suction was removed and the drain stopped bubbling. When the suction was reapplied, the drain resumed bubbling. The drainage tubing was then occluded, and the bubbling continued. When the suction was reduced to -10cmh20, the bubbling continued. The clinician changed the altitude drain to another altitude drain in stock, resumed -20cmh20 and the bubbling ceased. Swinging (oscillation) and drainage were unaffected. Per follow up information received, the customer further stated that there was a leakage in the water seal chamber.